Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 09) occurred. Reportedly, the cartridge had been filled with 280 units of insulin. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer had alternate therapy available for diabetes management.